Event description:
A patient's treating neurologist reported that they would be having an urgent battery replacement on (B)(6) 2012 due to a dead battery. The patient was having increased seizures. The patient was last seen on (B)(6) 2011 and (B)(6) 2012 and both times successfully interrogated. The patient was having an increase in seizures on (B)(6) 2011 and unknown if above or below baseline their prevns baseline rate. They were at least once a night and 2-3 daily prior to their december appointment for two weeks. The patient's output was raised by their (B)(6) appointment but the patient was still having increased seizures. The patient was referred to have their generator replacement as it was felt their vns would be nearing eos soon even though not at eos yet. Their generator was a prophylactic replacement. No change in medications or patient event preceding their seizures was reported. The patient had their generator replaced and good faith attempts were made for product return. Thus far their explanted generator has not been returned.

Event description:
The pulse generator was returned due to a prophylactic replacement. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. However, an end of service (eos) condition was found in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was returned for analysis. Analysis completion is pending.